Event description:
Pci was performed on this patient who returned four days later and thrombus was found in the stented lesion. This patient presented for elective treatment of a de novo lesion in the proximal lad of 20mm in length and an unknown vessel diameter. The (b2) eccentric lesion was characterized with heavy calcificatiojn. Pre-procedure medications included walfarin 3.5mm/day. Intra-procedure medications included asa 100 mg/day, heparin 13000 units, ticlopidine hydrocholoride 200 mg/day and walfarin 3.5mg/day. The lesion was not pre-dilated before deploying one 2.5/23mm cypher stent at unknown atm. Post-dilation was performed with a balloon of unknown size and for unspecified reasons. Ivus was conducted. Acts were not measured. Residual diameter stenosis measured 25%. Timi iii flow was recorded pre and post-procedure. Post-procdure medications included asa 100 mg/day, ticlopidine hydorcholoride 200 mg/day and walfarin 3.5mg/day.